Event description:
It was reported that high ventricular threshold was observed. X-rays were inconclusive. The lead was repositioned and the same values were observed. The physician believes that this is an exit block anomaly. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.